Manufacturer narrative:
The reagent lot number and expiration date were not provided. No data alarms or system alarms were provided. The customer stated that qc results were ok. The field service representative disassembled the rinse 2 mechanism and checked the tubes and their connections. He adjusted the sample pipettes, changed the bath water, replaced the rinse unit needles, and performed tests. He found the washing station tubes were perforated. He replaced the washing station tubes and adjusted the detergent volume to the cuvette. He performed mechanism checks to verify the instrument was correctly operating. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for many patient samples on a cobas 8000 c 702 module. Three examples were provided. Sample 1: the initial result was 377 mg/dl and the repeated result was 124 mg/dl. Sample 2: the initial result was 192 mg/dl and the repeated result was 81 mg/dl. Sample 3: the initial result was 235 mg/dl and the repeated result was 111 mg/dl. The results were questioned and repeated due to not fitting with the patient's medical history. The repeated results were obtained on another module.